Event description:
The customer reported that the insulin pump had a keypad anomaly. The customer received a low predictive alarm and he could not get the esc button to work. Sometimes the buttons on the insulin pump were unresponsive. The esc button sometimes did not respond and he could not turn on the backlight. Customer's blood glucose level was 67 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. No back light anomaly could be checked due to an unlocked keypad connector. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.